Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain; high levels of chromium and cobalt in the bloodstream. (Right).

Manufacturer narrative:
After the initial and final MDR report it was determined that this was a duplicate of the already reported event under : 1043534-2013-01433. Please void the initial and final this reports.

Manufacturer narrative:
Located invoice- updated part and lot number.